Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 8:13:07 through 9:50:39. A low flow event was captured throughout the log file on (B)(6) 2021 at 9:16:50. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The event did not last over 10 seconds, and no low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient had low flow alarms which were presumed to be due to hypovolemia. The patient experienced fatigue and required transfusions of packed red blood cells (prbcs) for gastrointestinal (gi) bleeding during admission. The upper gi bleeding was diagnosed by enterostomy with 1 arteriovenous malformation (avm) treated. According to the account, the patient was discharged on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their log files sent in for review to evaluate low flows that were not displaying on the system controller and the system monitor at the time of the alarm. Technical services reported that the log files captured one low flow advisory associated with a high pulsatility index (pi) reading that appeared to be physiological in nature. The low flow alarms were presumed to be due to hypovolemia. The patient experienced fatigue and required transfusions of packet red blood cells (prbcs) for gastrointestinal (gi) bleeding during admission. The upper gi bleeding was diagnosed by enteroscopy with 1 arteriovenous malformation (avm) treated. There were no troubleshooting steps performed on the system controller and the patient was discharged home on (B)(6) 2021 with the resumption of anticoagulation and an outpatient follow-up scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.